Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 496 mg/dl. The customer was treated for high blood glucose with pump. The customer was advised the 2 high blood glucose rule. The customer's mother was advised to call back with pump in hand.